Event description:
It was reported to philips that the system's flexvision monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing planned (non-emergent) treatment. The procedure was completed as planned after the system was restarted. The philips field service engineer (fse) found that the flex vision monitor was unable to display the live image. The fse instructed the customer to route the live image to the auxiliary monitor temporarily while planning a full inspection and repair. Analysis of the log file showed multiple startup issues for the flexvision-pc, which confirmed the malfunction. Upon troubleshooting, the fse inspected the system onsite, and the equipment was completely shut down and restarted; flexvision started working again. Following these actions, the device resumed normal operation as per its specifications. The issue did not recur. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is unlikely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.